Event description:
Baxter reported that a home patient's family member noted a cracked cassette after 12 hours of therapy was performed. The home patient was treated prophylactically with vancomycin 1g and cyproflexcin 250 mg.